Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation but to olympus medical system s corporation (omsc), (B)(4). Evaluation confirmed the reported phenomenon of the damaged ceramic insulation at the distal end of the resection sheath. A fragment/part is broken out and missing. Cause for this kind of damage is most likely thermal and/or mechanical overload. However, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and therefore is being judged as unknown.

Event description:
Olympus was informed during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation of the suspect medical device broke/fractured and a fragment/part of 1 cm in size fell inside the patient's bladder. No fragments/parts remained inside the patient as they were reportedly retrieved by unknown approach. The intended procedure was reportedly completed by using the same medical device and there was no report about an adverse event or patient injury.